Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set came apart from quick release while sleeping and blood glucose level was 196 mg/dl. The site location was at the left abdomen and the pump was located at the left abdomen. The infusion had been in use for 18 hours. Reportedly, the infusions were stored in closet air condition. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.